Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum iq pump device inspection identified "air in line" alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Review of the event history log revealed "air-in-line!" Messages. The cause of the condition was attributable to ultrasonic sensor out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, device inspection identified "air in line" alarms.